Event description:
It was reported, an original surgery was completed on an unknown date for open reduction internal fixation (orif). Due to pain, hardware was explanted on (B)(6) 2014. The medial distal tibial plate and 4x 2.7 variable angle (va) locking screws were removed. As surgeon began to remove the 2.7 va locking screws, all the screw heads popped off however the screws were removed using a broken screw removal set. Hardware was removed with five minute surgical delay. Patient status/outcome was successful. Per additional information received, it was reported that original surgery was performed for orif distal tibia (pilon). No allegation reported against plate and patient was not further revised. This is 5 of 5 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. The part was received; an evaluation is in progress. The lot number is unknown therefore a review of the device history record could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd event evaluation was conducted. The report indicates that four 2.7mm va locking screws were returned for the screw heads breaking during removal. One medial distal tibia plate was also returned. The plate and screws are intended for fixation of osteotomies, fractures, nonunions, malunions, and replantations of bones and bone fragments of the diaphyseal and metaphyseal regions of the distal tibia. The event description on the f-s760 states ¿as surgeon began to remove 2.7 va locking screws, the screw heads popped off. Four screws in total.¿ the plate head holes should be filled with a minimum of five 2.7mm va locking screws. Not using the proper number of screws may have caused additional stress on the screw heads while the bone was healing. This could have weakened the screws and caused them to break more easily during removal. Tissue ingrowth around the screw may have also created the need for additional torque to remove the screw. Unknowns during original implantation can also affect the integrity of the screws such as using the 1.2nm torque limiting attachment during final tightening and using the proper instrumentation to ensure the screw is inserted at the correct angle. It is unlikely the design contributed to the complaint. Due to the number of unknowns associated with the complaint, the root cause is indeterminable. The complaint is confirmed as the screws were returned with the heads broken off. The cause of the patient pain cannot be determined as there were no details provided. Due to the number of unknowns associated with the complaint, the root cause could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.